Event description:
Pt with an abdominal hernia underwent repair on (B)(6) 2010 with placement of synthetic mesh. Post-operatively, pt developed prosthetic mesh infection necessitating removal on (B)(6) 2011.